Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which rendered the ventilator inoperable, while being used on a patient. There was no report of patient injury aas a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath deliver unit (bdu) printed circuit board (pcb) and upgraded the software to the current revision. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to manufacturer specifications. (B)(4).